Manufacturer narrative:
With the following findings: during testing, it was observed that the battery compartment had two cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 05-mar-2018.